Manufacturer narrative:
Code 81: an fsr was dispatched to the customer site. A return was not received for investigation. Investigation summary: a review of the client's call history indicated that the customer's complaint was resolved in the field. A field service rep. (Fsr) visited the site and replaced the sample and diluent syringe drives. Controls, backround and precision were run to verify performance. Further review of the client's cal history indicated that there have not been any further issues of erratic results. No corrective action required. This is the final report.

Event description:
On 6/16/97, the account reports erratic cbc results, which were run on the cell dyn 1600cs hematology analyzer. The sample was drawn in a 5 ml edta tube at 1828 pm. Results reported were: wbc=16.3; rbc=3.46; hgb=10.4; hct=30.4; mcv=88; plt=339. The pt's physician questioned the results and sent the pt to a hosp to be redrawn. The pt was redrawn at 2310 pm. Results received were: wbc=22.2; rbc=2.01; hgb=6.2; hct=17.9; mcv=89; plt=493. The pt was tranfused based on the hosp results. The account did not repeat the original sample for confirmation of results. No further pt info received from the account.